Event description:
The technician alleged the head of the stretcher will not lower completely. No pt impact.

Manufacturer narrative:
The technician found the cause to be the head gas spring. The technician replaced the head gas springs to resolve the issue.